Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defect were noted including a gap in the distal end glue, leakage from the connector, a cracked light guide lens, the glue on the bending section rubber and the hold ring were worn out, the insertion section was wrinkled, there was insufficient angulation, and a low forceps rising angle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for (1) colony forming unit of micrococcaceae. The obtained results are in conformance with the requirements. The evaluation of the device is in process. The customer provided additional information regarding the cleaning, disinfection and sterilization processes of the endoscopes onsite. During the pre-cleaning and manual cleaning, the customer uses the detergent aniosyme. During pre-cleaning, the customer suctions water from the channels and flushes the air/water, auxiliary washing, balloon and forceps channel. The customer manually brushes the suction channel, suction piston, operating/biopsy cannel, and the distal end/around the forceps elevator, using olympus brush model bwu12t. The customer does not manually disinfect the scope. For automatic endoscope reprocessing, the customer uses aer soluscope 4, along with detergent soluscope cln and disinfectant soluscope paa. According to the customer, the aer was tested as well but the results were not provided. The scope is stored in a cabinet without a drying function. Olympus is the customer¿s maintenance company. The device evaluation is currently in process. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the exis exera duodenovideoscope tested positive for 14 colony forming units (cfus) of enterobacter cloacae. All channels were sampled. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.